Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned products noted the instrument was fractured, confirming the complaint. A hardness check was performed and noted the product is conforming to specifications. Further noted some wear on the instrument. Almost all of the green epoxy is worn off of the inserter connector. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001825034 -2019 -05590. Report source: foreign, event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured and the patient retained the foreign body. No further information has been made available at the time of this reporting.